Event description:
Baxter (B)(4) received a report that an intermate had a detached blue winged luer cap before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received by the manufacturing facility. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a detached blue winged luer cap was not confirmed because the blue winged luer cap was found completely intact to the distal luer. However, visual examination of the sample noted that the distal luer was broken off of the tubing. An additional investigation was opened for this condition. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.